Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the haptic feedback of the pump was not working. Reportedly, the pump was not vibrating when the customer pressed the buttons. Tandem technical support guided the customer through the pump settings and the customer confirmed that the pump buttons are set to vibrate. The customer's blood glucose level was 98 mg/dl. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.